Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The wife stated that the customer had experienced high blood glucose levels during the day, and the insulin pump was removed once his blood glucose reached 564 mg/dl. The wife ran several test boluses, but insulin did not exit during any of them. The wife changed the infusion set, but insulin still did not exit. Troubleshooting was attempted, but the insulin pump alarmed during the rewind. Advised the wife that the insulin pump would be replaced. Nothing further was reported.